Manufacturer narrative:
Initial

Event description:
It was reported that the user dropped the ilet pump, after which the screen separated from the base and the touch screen stopped functioning; blood glucose at the time of contact was 88 mg/dl, and the user planned to contact the healthcare provider for backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with loss of or failure to bond in the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.